Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states end user shorted out cable damaging spj joystick. Dealer advised end user stated pulled chair up to table and lifted arm and then when put arm back down wire sparked and had a burn mark and cut with no injury. Dealer advised joystick has all cable hardwired into it. Dealer could not provide any further information. Update from consumer affairs on 04/11/2016: per dealer, no injury or property damage alleged, end user shorted out cable and damage was to the arm of the chair and cable wire.